Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash and pressure spots due to garment being too tight. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed benadryl for skin irritation. Follow up indicated that the skin irritation improved.